Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
The nurse performed balloon pre-test before use. The nurse found the tip of the tube (the connected part with plastic adaptor) was ripped. There was no patient involved.

Manufacturer narrative:
(B)(4).